Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as hot to the touch with redness under the electrodes. The patient¿s nurse advised to keep the area clean and dry. Outcome of the irritation is unknown as follow up attempts were unsuccessful.